Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was over 400mg/dl plus at the time of the incident and was over 200mg/dl plus during the call. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer did not have the product to return. Troubleshooting for high blood glucose was initiated. The customer stated they had no symptoms. The customer also stated that they have reverted to their back-up plan. The high blood glucose level began three weeks prior to the call. The customer declined to continue troubleshooting and stated a request for a replacement insulin pump per their healthcare professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm excessive no delivery alarms due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.